Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was stated that the customer changed the infusion set three times, and the cannula was bent on two of the infusion sets. The customer also felt that the insertion device is no longer working properly. Advised the caller that the insertion device would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-02689.